Manufacturer narrative:
(B)(4). Event evaluation: during the investigation, a review of the complaint history, documentation, drawings, instructions for use (IFU), quality control, specifications and trends. Along with a visual inspection of the returned, used and damage device was conducted. The visual examination determined that the device was through an introducer sheath. The introducer sheath was more than halfway down the catheter and had the marking 6 fr on its hub. The tip of the introducer appeared slightly damaged. The catheter had some of foreign material around it, approximately 4.1 cm from the proximal balloon bond. It is unclear if this material is biomaterial or a piece of the introducer or another source. The ring also appeared jagged and was 1 mm or less in width. The white tip of the catheter measured 4 mm in length which is per specifications. The measurement between marker bands was 2.1 cm. It appeared that the distal marker band had slipped indicated the tubing under the balloon area had slightly stretched. The balloon appeared to have burst circumferentially. The proximal piece of the balloon measured 3.2 cm in length from the end of the bond to the separation and measured approximately 2.3 cm from the end of the cone to the separation. The distal balloon piece appeared slightly more jagged and a portion of the balloon had folded under itself at the separation. The balloon measured 2.5 cm in length from bond to longest point of separation and measured 1.8 cm from bonded area to shorted point of separation (the shortest point of separation is where the material folds under itself). The distal balloon measured 2.0 cm from the end of the cone to the longest area of separation and measured 1.5 cm from the end of the cone to the shortest point of separation. The measurements of the balloon pieces indicate that the balloon was present in its entirety. Per dfmea, balloon burst, compliance, and fatigue verification testing have been performed. The rated burst pressure (rbp) is documented in the compliance card and label. There is no evidence to suggest that the product was not manufactured per specifications. Each device is shipped with IFU which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur." The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The rated burst pressure of this device is 11 atm. The user reported that the balloon burst at 8 atm thus over-inflation is not suspected. The user did not report any angulation but stated that it was a post stent procedure. Calcifications can have sharp protrusions; which may increase the likelihood of rupture and lean towards a circumferential rupture. In the absence of external restrains, balloons are designed to burst linearly, but the burst may become circumferential due to external restraints. The user reported that it was difficult to pull the device back through the sheath following burst. It should be noted that this is against the instructions for use as balloon rewrap would be difficult, especially under a circumferential burst. Attempted withdrawal through a sheath after burst increases the chances of separation, the IFU states, "if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." A definitive root cause as to the balloon rupture cannot be determined. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
During an iliac post stent angioplasty procedure, there was a circumferential balloon rupture at 8 atm, using contrast saline at 50/50. The user had difficulty in the attempt to pull back through the sheath once the balloon ruptured. Consequently, the user had to remove everything from the patient. The procedure was completed with the complaint device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an iliac post stent angioplasty procedure, there was a circumferential balloon rupture at 8 atm, using contrast saline at 50/50. The user had difficulty in the attempt to pull back through the sheath once the balloon ruptured. Consequently, the user had to remove everything from the patient. The procedure was completed with the complaint device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.